Manufacturer narrative:
(B)(4)

Event description:
Patient received shocks while in back-up mode which was triggered on (B)(6) 2017. Device was reinitialized on (B)(6) 2017 when patient was admitted to hospital for shocks. The patient does not report being near sources of emi or having medical procedures. The device remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.